Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25 -oct-2018 with the following findings: during investigation, the pump was returned with a cracked battery compartment at the threads and a stripped battery cap. Due to the crack and the stripped cap threads, the cap was unable tighten to power up the pump. A test cap was able to tighten enough in order to power on the pump. The pump passed delivery accuracy testing and a 12 hr basal duration wit no power loss duplicate. According to the pump black box data the pump was in use delivering until (B)(6) 2018 pump was manually placed in to suspend at 03:03am.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of over 500mg/dl, associated with an alleged intermittent power issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room by their healthcare provider with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump battery was changed multiple times and the pump would not remain powered up. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.